Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 150 mg/dl fasting. Verified test strips expire 05/18/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 124mg/dl and 123mg/dl. Reviewed meter memory: (B)(4). Customers concern with lo on (B)(6) 2015 11:28:00pm. I confirmed that he hadn't made any recent changes to his diet or medication (metformin). He felt uncomfortable using the product being that the meter would give such a reading. Adverse event not reported.